Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 22 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that approximately 1 month ago, a stent graft migration was noted. There was also an undetermined endoleak assumed to be a type ii endoleak. Approximately 2.5 weeks after the migration was noted, angiography confirmed a type ii endoleak, which was treated in lumbar puncture and glue; no type I endoleak was evident. In addition, the physician elected to implant 28 mm endurant cuff to reduce the potential risk of another secondary procedure at a later date. No additional clinical sequelae were reported, and the pt is fine. Film from the 2 year follow-up were reviewed internally and showed that the stent graft is approximately 18 mm below the renal arteries. The neck diameter is 24 mm at the renal arteries, expanding to 30mm at 15mm below the renals. There is no obvious endoleak; both limbs are patent. The cause of the migration was likely due to lack of proximal seal from the conical aortic neck; however, the anatomy immediate post-implant is unk, so possible disease progression could not be confirmed.

Manufacturer narrative:
(B)(4). Eval, results: graft migration. Results/conclusions: conical-shaped aortic neck with dilatation; type ii endoleak.